Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical cluster hole shell: cat# 502-11-50d, lot# 26839501; accolade tmzf hip stem #4: cat# 6020-0435, lot# 24038902; v40 cocr lfit head 36mm/+5: cat# 6260-9-236, lot# 29tmkd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to (B)(4) restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. An image of the device was provided. There was damage along the rim of the insert. It is likely explantation damage. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a trident 0 degree liner was not confirmed.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for approx 0.3y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~0.3y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.